Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was suspended due to the altitude alarm, and it was identified that speaker holes on the back of the pump were obstructed. The customer followed instructions to remove the obstruction, clean the speaker holes, and reconnect the cartridge. After these actions, insulin delivery was resumed without further incidence of the alarm, and the pump returned to normal operation. Cts provided the customer with tips to prevent future altitude alarms.